Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no sample is returned. One photo was received for investigation. Observed there is difference in the artwork between the two samples. Investigation conclusion: observed there is difference in the artwork between the two sample able to confirm the customer experience based on the photo evaluation. Root cause description: per assessment of change requirements form, (B)(4), the graphics for the unit packaging was modified to change the ce mark number from (B)(4) for bsi (B)(4) to (B)(4) for bsi (B)(4). Due to the (B)(4) exit from european union, bsi (B)(4) will no longer be recognized as a notified body. Needle products manufactured at bd (B)(4), will be marked with the notified body ce mark of bsi (B)(4). As a result of the change, the topweb part number will also be updated. The change was implemented with the release of (B)(4) on 19 sep 2019. The first implementation lot number is 9309051 in nov 2019.

Event description:
It was reported that label error was found before use with a needle 22g 1-1/4in tw. The following information was provided by the initial reporter, "during the control of the needle, our qc department observed a difference between labelling on internal specification, and good¿s labelling. From (B)(4) to (B)(4). To date, if we are not mistaken, we never received a notification of change related of the ce mark change."